Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: scs-paddle leads, model: sc-8216-50, serial: (B)(4), batch: 7074101.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the old leads were disconnected from the ipg and a competitors leads were tried but it still did not help, so the physician reconnected the old leads. The patient was doing well postoperatively.